Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level for the inaccurate fill estimate was 201 mg/dl and it was addressed with a bolus. Also, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred while the customer was sleeping. The customer's blood glucose level was 345 mg/dl for the alarm and it was addressed with a manual injection. Reportedly, the customer reloaded the cartridge successfully.